Event description:
Electrocardiogram (ECG or EKG) machine would not connect to internet and unable to cross over the data . Reboot did not work, used a different machine to get results. No patient information provided.